Manufacturer narrative:
Correction - manufacturer name. Investigation summary: the event unit was returned for evaluation. Upon visual inspection, blood and eschar build up was observed on the blade and in the blade channel of the device. During functional testing, engineering activated the device on porcine arteries and concluded that the device performed to specifications after all tissue samples were sealed to within an acceptable burst pressure range. The root cause of insufficient hemostasis is unknown as engineering was unable to replicate the event. The voyant instructions for use (IFU) warns against sealing vessels "greater than 7 mm in diameter" and that overfilling the jaws "may compromise the sealing and cutting function". Although the root cause of insufficient hemostasis could not be confirmed, applied medical is currently implementing corrective actions within a corrective and preventative action report to mitigate this type of event. Additional information requested and received. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed: subtotal abdominal hysterectomy. "Ms mulay had previously used fine fusion for a tah and was confident that it worked effectively. On this occasion, she used it to gain entry into the abdomen through the abdominal wall layers then for dissection of uterine structures. She would usually use a clamps-and-sutures technique (as opposed to an alternative energy device) therefore she was still placing clamps on the main vessels before sealing with voyant as she felt this was the safest technique. When she came to seal the uterine arteries, she placed the clamps and sealed the vessel, completing the seal cycle before deploying the blade. However, the seal was not sufficient and on both sides there was bleeding through the seal which meant she had to additionally use sutures to be sure of ligation. She felt the device had therefore failed to function as expected (especially as she had placed clamps and therefore reduced the cystolic pressure on the seal). She felt the device had been sealing tissue acceptably well until this point (it was the last few seals performed on the device) but afterwards said she would prefer to continue with her usual technique. She felt the uterine vessels were 7mm or smaller but conceded they may have been near the limit (but added that the device was therefore not suitable for this case as they did not appear unusually large). The only alarms throughout the case were accidental while the handpiece was being handed to the scrub nurse. Additional info received from applied medical team member (B)(6): the instrument jaws were cleaned by wiping with a swab moistened with saline on two occasions when the handpiece has handed out to the scrub nurse. I did not see a significant build up of charring on the jaws so it was not necessary to advise cleaning any more frequently than this. Patient status: the patient did not receive an injury or illness associated with the complaint event.